Manufacturer narrative:
(B)(4). Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria; anatomical conditions; importance of accurate placement. Specific to this case, the IFU states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. Add'l action is not required at this time. The risk is insufficient per quality engineering risk assessment (qera). The risk remains at an acceptable level as a result of this complaint. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male pt had six cook zenith limbs (1820334-2011-00651, 1820334-2011-00652, 1820334-2011-00653,1820334-2011-00654, 1820334-2011-00655, and 1820334-2011-00656) implanted on (B)(6) 2011 to intervene for an abdominal aortic aneurysm rupture of another manufacturer's stent grafts that were implanted in 2009. On (B)(6) 2011, thrombosis was noted throughout all the stent grafts, and the other manufacturer's stents and the stent grafts were all explanted and then discarded. The surgical conversion was successful and the pt is fine.